Manufacturer narrative:
As reported, after deploying a 6f/7f mynx control vascular closure device (vcd) there was a small hematoma that subsided. The patient was discharged without issue, however over the new three weeks the patient complained of leg pain at the deployment site approximately three times. The physician decided to open the patient at the site and remove the polyethylene glycol (peg). The surgeon believed that due to plaque, some of the peg may have been partially deployed in the vessel as the balloon was not able to adhere to the vessel wall due to anatomy. A small ¿eraser type size¿ of the peg was removed. The device was stored and prepped according to the instructions for use (IFU). The patient recovered well, and pain was relieved. The device was used in an emergency stemi (st elevation myocardial infarction) procedure in the cardiac catheterization lab. The deployer was mynx certified. The access site was described as ¿very good¿ and also ¿very small¿. There was no vessel tortuosity. There was presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The patient had no allergy or sensitivity to polyethylene glycols. The patient had no known allergies or other sensitivities. There was no other treatment for the leg pain other than the removal of the peg. The hematoma was small in size and managed well. Other procedural details were requested but not provided. The device will not be returned for evaluation. The reported event ¿sealant-inaccurate placement (intravascular)¿ and the subsequent ¿pain¿ and ¿hematoma¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, vessel characteristics (access site was very small and there was presence of pvd/calcium within the vicinity of the puncture site) and procedural/handling factors (the balloon was not able to adhere to the vessel wall due to anatomy of plague at the site) most likely contributed to the intravascular deployment of the sealant and the subsequent pain and hematoma since a lesion/stenosis or small vessel at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. Pain is an unpleasant physical discomfort or sensation experienced by the patient. However, pain is subjective to the patient, and there are many potential causes to the pain reported. However, as the pain was reportedly relieved after removal of the sealant, the likely cause of the pain was the sealant placement. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Due to the information available, it is very likely that the hematoma experienced was due to the improper placement of the balloon/sealant during the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (< 5 mm in diameter). Patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also, the IFU states during procedure preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ also, the user is instructed during the position balloon step, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or pvd/calcium) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/vein. Based on the information available for review, there is no indication to suggest that the reported issue is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, after deploying a 6/7f mynx control vascular closure device (vcd) there was a small hematoma that subsided. The patient was discharged without issue, however over the new three weeks the patient complained of leg pain at the deployment site approximately three times. The physician decided to open the patient at the site and remove the peg. The surgeon believed that due to plaque, some of the peg may have been partially deployed in the vessel as the balloon was not able to adhere to the vessel wall due to anatomy. A small ¿eraser type size¿ of the peg was removed. The device was stored and prepped according to the IFU. The patient recovered well and pain was relieved. The device was used in an emergency stemi procedure in the cardiac catheterization lab. The deployer was mynx certified. The access site was described as ¿very good¿ and also ¿very small¿. There was no vessel tortuosity. There was presence of pvd / calcium in the vicinity of the puncture site. The patient had no allergy or sensitivity to polyethylene glycols. The patient had no known allergies or other sensitivities. There was no other treatment for the leg pain other than the removal of the peg. The hematoma was small in size and managed well. Other procedural details were requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.